Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down during patient transport. The customer reported that patient suffered a negative outcome, not death.

Manufacturer narrative:
Attempts were made to obtain further information regarding patient information. To date no further details have been received. The service history record was reviewed and no further issue found with this unit.